Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer declined troubleshooting for high blood glucose. The customer's blood glucose yesterday was 425 mg/dl and 300 mg/dl, 130 mg/dl. The customer reported that customer ran low and suspended at 90 mg/dl and made at 70 mg/dl. The insulin pump will not be returned for analysis.